Manufacturer narrative:
The device was received partially deployed. The download data showed an 0x34 alarm indicating that the processor reset for an unknown reason. No timeouts, or drive stalls were observed during the run of the device. The device was reset and paired to a pdm and delivered a 5u bolus successfully without any timeouts, drive stalls, or alarms. The cause of the reset alarm cannot be confirmed. During the investigation the formed needle was seen in the exposed portion of the soft cannula. Once the top housing was removed the linkage assembly was in the fully retracted state and the formed needle was no longer seen in the exposed portion of the soft cannula. Score marks were observed underneath the top housing indicating that the linkage assembly was misaligned. No other damages or deficiencies were observed during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours their blood glucose level had rose to 400 mg/dl. As treatment, the patient applied a new pod.